Manufacturer narrative:
External insulation abrasion was noted at 34.8 cm ¿ 35.2 cm from the connector pin consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.